Manufacturer narrative:
The customer reported that the cns (central monitoring system) froze while monitoring patients. No real time or historical data was available. The biomedical engineer did a hard restart and cns came back into monitoring patients. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the cns (central monitoring system) froze while monitoring patients. No real time or historical data was available. The biomedical engineer did a hard restart and cns came back into monitoring patients.